Event description:
At the end of the case when beginning to undock, a prograsp davinci instrument would not come out of the trocar. A tiny pin-like piece on the end of the instrument was sticking out and was catching on the end of the trocar. The entire trocar was removed with the instrument inside. The instrument appeared to be intact. No injury to patient noted.